Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 263, 320 and 223 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 263mg/dl (B)(6) 2017 08:55 am fasting:yes, the 109mg/dl (B)(6) 2017 06:57 pm fasting:yes, the 171mg/dl (B)(6) 2017 06:47 pm fasting:yes, the 320mg/dl (B)(6) 2017 02:15 pm fasting:yes, the 223mg/dl (B)(6) 2017 02:12 pm fasting:yes. Memory concerns: customer concerned with obtained on (B)(6) 2017 320mg/dl and 223mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 263, 320 and 223 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer concerned with obtained on (B)(6) 2017 320mg/dl and 223mg/dl.